Event description:
The dealer states the right side release lever on the footrest upper support was bent and the consumer was unable to lock the footrest in place. The dealer states the bend is such that she thinks it was like that when the chair was received.